Manufacturer narrative:
Medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the firing knobs were fully retracted. The articulation lever was in neutral position. Also, internal components revealed sheared teeth on the firing rack. Functionally, the instrument loaded, clamped, yet would not cycle due to sheared firing rack teeth damage. It was reported that the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic low anterior resection of rectum, when the anal side was resected, the cartridge jaws were placed on tissue and the jaws were closed by squeezing the handle. Because the handle opened in the forward direction when the green button was pressed, the handle was squeezed, the firing was completed, all the staples were found to staple the tissue, but there were staples that did not form the b-shaped correctly. When the jaws were opened and closed repeatedly and the green button pressed several times, the handle could be squeezed and fired. At that time, the user heard a crack sound from the handle, but it was in the middle of the firing, so the firing was continued. Since it could not be resected completely with 1 firing, a new handle and reload were taken out, and the remaining rectum of the anal side was resected. The second firing was able to be performed with usual operation. When the leak test was performed after the procedure, a leakage was found and an additional suturing was performed, and to ensure a covering stoma was created. There was only a part of rectum of the mouth side remained, but as malformation of the stapling line can been seen. There was an unanticipated tissue loss and tissue damage and the surgical time was extended by 30 minutes or more due to the product problem.